Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06829. It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the calcified lesion after numerous attempts and the stent struts were damaged. Another 3.00 x 38 synergy ii drug-eluting stent was then advanced but the stent struts were slightly moved and lifted from balloon upon entering a 6fr guidezilla guide extension catheter. The procedure was completed with a third 3.00 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were damaged on the 9th stent strut rows from the distal end of the stent. The stent strut was lifted and pulled distally. The undamaged proximal section of the crimped stent od(outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06829. It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the calcified lesion after numerous attempts and the stent struts were damaged. Another 3.00 x 38 synergy ii drug-eluting stent was then advanced but the stent struts were slightly moved and lifted from balloon upon entering a 6fr guidezilla guide extension catheter. The procedure was completed with a third 3.00 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good.